Event description:
A materials manager reported that a pt had two intraocular lenses (iols) exchanged in a week. The reason for the exchange procedures was unk. The samples have been discarded. Additional info has been requested. There are two medical device reports associated with this event. This report is for the first exchanged lens.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info. A completed questionnaire has not been received. (B)(4).